Event description:
The customer tested his blood glucose using his 3 breeze2 meters and received readings between 200 and 500 mg/dl. He was unable to provide specific readings for each meter. The difference between the 200 and 500 mg/dl readings falls in the "c" zone of the error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.